Event description:
A dade behring, inc, .field service rep was injured on his finger while dismantling the photometric sampler from the instrument. The injury consisted of a laceration of his right hand index finger. Treatment consisted of disinfection with polyvinylpyrrolidone iodine and three stitches. The cause for the laceration was human error.

Manufacturer narrative:
No further evaluation of the device is required. No device failure identified. The field service representative was dismantling a photometric sampler when the screwdriver that he was using, slid. The fsr's right hand index finger struck the instrument's vertical sensor flag and rec'd a 1.5 cm. Laceration. The laceration was treated by disinfecting the wound with polyvinylpyrrolidone iodine and three stitches. The cause for the laceration was human error.